Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding an I-stat cg8+ cartridge that yielded suspected discrepant results on hct and hb. At this time apoc does not suspect a product deficiency exists. Apoc is unable to establish if the samples for the results at 2:34 and 2:39 pm are related to improper sample handling. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident number: (B)(4).

Manufacturer narrative:
(B)(4).the investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.